Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 498 mg/dl. The customer mention symptoms such as tired . The customer treated with pump for blood glucose level. Customer's blood glucose value was 498 mg/dl at the time of the incident. Customer's current blood glucose value was unknown . Customer reported they do not feel okay to troubleshoot for high readings. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Explained the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.